Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a revision of this right ventricular (rv) lead was performed due to episodes of noise, a reduction in r-wave amplitude, a decrease in pacing impedance to 250 ohms, which is low out of range, and an increase in the ventricular capture threshold. A lead conductor fracture was suspected to be the cause. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.